Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump experienced a pump error multiple times. The customer's blood glucose level was unknown at the time of the incident. The customer is currently on their back up plan. The product will be replaced. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with constant pump error alarm during rewinding due to jammed motor gearbox. Unable to verify pump error alarm due to pump error alarm. Unit was received with scratched case and minor scratched lcd window. No moisture damage on force sensor assembly noted.